Manufacturer narrative:
Additional information: additional information was received on 2018-apr-25 regarding the evaluation and repair status. H2 unique identifier (UDI) # (B)(4) correction: PMA / 510(k) # to k151252 d4 catalog # to 4-840120dijj-jp h2 device evaluation: evaluation codes updated. Evaluation summary: a service engineer (se) inspected the device and replaced the graphical user interface (gui) flex circuit cable. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank upper display. There was no patient involvement at the time of the reported incident. It was reported that the display started working again when the graphical user interface (gui) was "shocked".